Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the air sensor and the cpu board have been replaced, that solved the issue. The air sensor and the cpu sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Cross tests were carried out, the cpu board and the air sensor were functional. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported: air detector kit agilia vp. Description of failure: lack of calibration capability. Part has been replaced, after replacement the device works properly. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.